Event description:
I purchased a bottle of ciba vision clear care contact lens solution, lot 66918, and soaked my contact lenses -bausch and lomb purevision- in a flat lens case on the evening of the following day. One day later, as I was putting the left lens in my eye, I experienced severe burning. I immediately removed the lens and rinsed my left eye, but it was blood shot, and my left eyelid was swollen. I went to an urgent care facility and was examined by a physician, who determined that I had chemical conjunctivitis caused by the still active hydrogen peroxide in the solution. I was treated with antibiotic eye ointment and ibuprofen. I was in extreme pain, but the doctor felt that my condition would not permanently affect my eye. My eye has slowly gotten better, but feel that ciba vision needs to put more explicit warnings on the package and bottle. No where does it say that not using ciba's proprietary case will cause burns. Frequency: nightly. Route: intracornea. Dates of use: two days in 2007. Diagnosis: contact lens solution. Event abated after use stopped: yes.